Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements and loss of capture (loc). Surgical intervention was performed and the lead was explanted while the device remains implanted. No additional adverse patient effects were reported.